Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 21697329.

Event description:
It was reported that the patients ipg migrated. All device components were explanted and were not returned as they were discarded by the medical facility.